Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin@net transmission showing a non-sustained episode. Presence of high-amplitude noise artifact on the v sense amp channel was noted. The patient will be scheduled to come in-clinic for further evaluation and isometric testing.